Event description:
Nurse reported customer being hospitalized due to high blood glucose levels and dka. Customer states that the set is leaking at luer connector, customer is unable to change out set since customer is out of supplies. Troubleshooting was performed and pump appeared to be functioning properly.